Manufacturer narrative:
Section d information references the main component of the system and other applicable components are: product ID tm90p01 lot# serial# (B)(6). Product type accessory product ID 3080 lot# l56877. Product type lead medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for gastrointestinal/ pelvic floor and urinary dysfunction/sacral nerve stim. I the reason for call was to get MRI information. Patient said that in 1999, their urologist placed an ins for bladder control in their lower back. When the surgery was done, the doctor stitched some of the leads to their backbone. Since then, patient has had the ins removed but there are two ends of the lead that could not be removed. Patient tried to have an MRI last year and was told she couldn't because there was a lead that wasn't attached. Patient doesn't know the date of when they tried to remove the lead and couldn't. Patient said they were in the hospital and they did 3-4 MRI's. Agent reviewed MRI information and redirected patient to healthcare provider. Additional information was received from the patient. The patient called back regarding being unable to get an MRI due to lead from previous device system still being implanted and sewed to their backbone. Agent reviewed MRI guidelines and redirected patient to hcp due to previous lead still being implanted. Patient was unable to access MRI mode because during the call the communicator would not power on. Patient said it had been a few months since they last charged the communicator. Patient connected charging cable to communicator during call and confirmed the battery indicator turned orange. Agent advised patient to allow communicator time to charge. Patient may call back to get assistance with MRI mode. The patient called back from registered phone number to report that they might get the entire device system explanted so they can get an MRI. The patient asked more about MRI eligibility. Agent reviewed requested information and redirected patient to hcp for further assistance.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.